Event description:
Patient reported the buttons on the infusion device are not working correctly. Patient stated the issue has been occurring since the beginning of the summer. Patient reported the rubber on the infusion device is also damaged. Patient stated sometimes the buttons of the infusion device get stuck and it is difficult for her to set the insulin units of the bolus. Patient has continued to use the infusion device. Preliminary findings are that the soft components of the buttons are defective. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.